Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was lumbar radiculopathy and non-malignant pain. It was reported that on (B)(6) 2018 the patient saw an 8476 (motor stall) code on their ptm (personal therapy manager). The patient was on their way to the ed (emergency department) because of the motor stall code on the ptm. The hcp was going to meet the patient at the ed. No medical symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
Date of event changed to (B)(4) 2018. Patient code (B)(4) added. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018 crts (B)(6)(con): additional information was received from a consumer. It was reported that the hospital had put the patient on oral medication so the he would not go through withdrawals, but he still was. The change in symptoms was said to be gradual. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6)2018 from a healthcare professional via a company representative who reported that the patient¿s pump was replaced today. During the procedure, the physician noted good return of csf (cerebrospinal fluid) prior to reconnecting the catheter to the new pump. After the procedure, the new pump was programmed with a 0.5 mg bolus; the daily dose was decreased from 25 to 20 mg/day; and the ptm (personal therapy manager) maximum daily activations was increased from 5/day to 6/day. No further complications were reported/anticipated

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly corrosion and or wear and or lubrication, stall due to shaft bearing. Interrogation of the pump upon receipt indicated that the pump was last delivering hydromorphone (dilaudid)40.0 mg/ml 0.244 mg/day. If information is provided in the future, a supplemental report will be issued.